Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)"), device breakage ("device breakage"), device expulsion ("malposition of essure device location of device: moved to uterus"), pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("abnormal, heavy bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's concurrent conditions included dyspareunia, depression, endometriosis, ovarian cyst, adhesion, nausea and adenomyosis. Concomitant products included oral contraceptive nos. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). The patient was treated with surgery (total laparoscopic hysterectomy, partial salpingectomy with extraction of essure device). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, device breakage, device expulsion, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, device breakage, device expulsion, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: the coil in the right tube was seen in the mesosalpinx consistent with placement of the coil through the fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain. Most recent follow-up information incorporated above includes: on 25-feb-2019: pfs and medical record received. Reporter's information and lot number was added. Events added: abnormal bleeding (vaginal, menorrhagia), malposition of essure device location of device: moved to uterus, device breakage, dysmenorrhea (cramping), perforation (fallopian tubes), plaintiff did not underwent essure confirmation test. Medical history and concomitant drug was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)"), device breakage ("device breakage"), device expulsion ("malposition of essure device location of device: moved to uterus"), pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("abnormal, heavy bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's concurrent conditions included dyspareunia, depression, endometriosis, ovarian cyst, adhesion, nausea and adenomyosis. Concomitant products included oral contraceptive nos. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). The patient was treated with surgery (total laparoscopic hysterectomy, partial salpingectomy with extraction of essure device). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, device breakage, device expulsion, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, device breakage, device expulsion, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: the coil in the right tube was seen in the mesosalpinx consistent with placement of the coil through the fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain, quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-mar-2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal, heavy bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy with extraction of essure device). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.